Event description:
The bmw guide wire was placed in the first diagonal, which was stented with another co's 2.75/16 stent. As the guide wire was manipulated, there was no response, so the guide wire was pulled back, but it was noted under fluoroscopy that the tip of the guide wire remained in the diagonal. Several attempts were made to retrieve the distal portion of the guide wire, but were unsuccessful. The pt went to surgery to remove the separated piece of guide wire.